Manufacturer narrative:
The device is received. Investigation is not complete. (B) (4)

Event description:
The customer contact reported the patient received more medication than intended. On (B) (6) 2009 at 2000, the nurse programmed line a of the device to deliver midazolam 1mg/ml, at a rate of 1 mg/hr, and a vtbi (volume to be infused) of 20ml. Line b was programmed to deliver an unspecified concentration of fentanyl at a rate of 0.5ml/hr and the deliveries were started. No further programming parameters were provided. On (B) (6) 2009, at 0400, the nurse noted the delivery was completed on line b. It was reported that the patient's blood pressure decreased to an unspecified level. No medical interventions were required. The therapy was discontinued. There were no reported adverse patient sequelae. Though requested, no additional information was provided.